Event description:
Post op x-rays taken during a (B)(6) 2015 visit revealed three arsenal set screws had backed out of three separate iliac bolts. One of the backed out set screw is located at the s1 (sacrum) and the other two at the pelvis. The implants remain positioned within the patient. Revision surgery has not scheduled at this time. The arsenal spinal fixation system was originally implanted on (B)(6) 2014. The construct was positioned from the t-10 thoracic vertebrae to the patients pelvis.

Manufacturer narrative:
An evaluation of the suspect implants is not possible. The identifying lot number(s) have not been provided nor have the set screws been removed from the patient. Performance testing/calibration verification conducted ((B)(6) 2015) upon torque handle# 7289703-011 return alphatec confirmed the 80 in-lbs torque wrench continued to deliver the proper amount of torque to safely secure sets screws within the arsenal construct. Additionally, calibration records revealed the t-handle was last tested/calibrated on (B)(6) 2014 prior to being shipped for the (B)(6) 2014 case. At that time testing also concluded the instrument provided the correct amount of torque required to properly achieve the final tightening. Upon the receipt of additional information and/or the explanted set screws, a follow-up report will be submitted. The arsenal spinal fixation system is intended for posterior, non-cervical, spinal fixation as an adjunct to fusion for the treatment of degenerative disease, deformity, and trauma indications. The arsenal system consists of a variety of shapes and sizes of rods, screws, and connectors that provide temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The screws and connectors are manufactured from surgical grade titanium alloy (ti-6al-4v eli). The rods are available in commercially pure titanium, titanium alloy, and cobalt chrome (cp ti grade 4, ti-6al-4v eli, and co-28cr-6mo).